Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connection issue with the system controller and data unable to be downloaded was confirmed via submitted photos and evaluation of the heartmate 3 system controller (serial number (B)(6)). A customer provided image revealed an ¿unable to load data¿ message on the heartmate touch. Review of the log files revealed the system controller operating as intended throughout the data. The driveline was disconnected on 15jan2026, consistent with the reported system controller exchange. No notable events were observed in the log files. The system controller underwent functional testing. The system controller was connected to a mock circulatory loop and was able to operate the system for extended duration without issue. During testing, communication was lost with the system monitor. The controller¿s power cables underwent continuity and insulation testing and did not pass. The white power cable¿s blue wire, receiving communication, was observed to be shorting to shield. The white power cable¿s outer layers were removed to inspect the underlying wires. A small tear was located on the blue wire underneath the strain relief. A root cause for the reported event was determined to be the damaged communication wire shorting to shield; however, a root cause for how the damage occurred was unable to be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine outpatient management, the ventricular assist device (vad) coordinator reported a late connection between the system controller and the heartmate touch. No data download was possible. After changing to the system monitor, the same issue occurred. The system controller was exchanged, which resolved the issues with the data download and the connection between the heartmate touch and the controller.